Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Evaluation codes: all codes apply to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 460 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that since the patient's last revision in february, the patient found it difficult to hold her head up as her neck felt really loose. The last catheter was noted to be advanced to c6 and the catheter was pulled down to t7 through the current anchor and resutured. It was unknown as to what environmental, external, or patient factors that may have led or contributed to the issue. It was also unknown what diagnostics were performed. The patient was noted to be "alive - no injury", however it was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient had her catheter pulled down last week. On (B)(6) 2017 the patient reported to the hospital. It was believed the patient was in withdrawal. It was decided to implant an entirely new catheter and completely remove the old catheter.